Manufacturer narrative:
A ge representative evaluated the system and replaced the monitors platform cable. System operates as intended.

Event description:
Customer reported the system has a broken connection in the monitor plug and images intermittently cut out. No pt injury was reported.